Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported the patient's hip was revised. As reported by rep: "subsided femoral hip stem (right side)." A stem, head, and insert were revised.